Manufacturer narrative:
Outcomes attributed to adverse events: corrected information. Describe event or problem: additional information. The pump was not explanted and therefore not available for evaluation. A correlation between the device and the reported stroke and renal infarction could not be conclusively determined. Stroke and thromboembolism are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that historically, the patient had an ischemic cerebrovascular accident (cva) in 2008, prior to lvad implant on (B)(6) 2016. The stroke left the patient with residual right-sided weakness and expressive aphasia. Additionally, in (B)(6) 2016, the patient had been admitted to the hospital with a headache and a head CT showed spontaneous intracranial bleeding. There were no neurological changes on exam other than the headache. The patient's inr was 3.1 and anticoagulation was reversed with fresh frozen plasma and vitamin k. At discharge, aspirin therapy was stopped and the patient's inr goal was decreased to between 1.7 and 2.2. It was also previously unreported that the patient was admitted from (B)(6) 2016 due to progressive unexplained weight loss, falls, recurrent unexplained fevers, and malnutrition. A CT scan revealed a left kidney infarction. After extensive work up, the patient was diagnosed with adult stills disease. The patient was started on apixaban due to previous intracranial bleeding and current clotting in as evidenced by the kidney infarction. Management of patient safely on coumadin reportedly had been difficult. The patient presented to the emergency room on (B)(6) 2016 with aphasia, sudden onset of worsening right sided weakness, difficult speech, and perseveration. The initial head CT was negative for any acute findings, but did show two chronic infarctions at the left frontal lobe/left basal ganglia as well as a small chronic infarction at the posterior aspect of the right temporal lobe. The lvad was reportedly functioning normally. Approximately 12 hours after admission, the patient was found unresponsive and displaying decerebrate posturing. A repeat CT revealed a large intra-parenchymal hemorrhage in the high right posterior parietal lobe with surrounding edema, diffuse intraventricular hemorrhaging, and mild hydrocephalus. The patient was preemptively intubated for airway protection and treated with kcentra for anticoagulation (apixiban) reversal. Neurology/neurosurgery services determined that based on the damage and severity of the bleed, it treatment would be of no benefit to the patient's quality of life. On (B)(6) 2016, the patient's family elected to remove lifesaving therapies, including the lvad. The patient expired on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the hospital on (B)(6) 2016 with unspecified neurological changes. A CT scan was negative at that time. At 2:20 am on (B)(6) 2016, the patient was found unresponsive and it was determined that the patient had experienced an intracranial hemorrhage. Are was withdrawn and the pump was turned off on (B)(6) 2016. No additional information was provided.